Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. The customer did not feel ok to troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.